Manufacturer narrative:
Final analysis found the inner coil was fractured as a result of fatigue. This likely contributed to the reported impedance anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in impedance and capture threshold had been observed on the left ventricular lead. No patient symptoms were reported. X-ray imaging revealed an insulation anomaly. No intervention was reported.